Event description:
It was reported by the customer that a bd pyxis medstation es system drawer failed, prevented the user from removing medications. The required medications were removed from other stations or asked from pharmacist, to prevent patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken. A field service engineer found that the problem was due to a damaged universal drawer slide. Replaced universal drawer slide and reassembled the drawer to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, prevented the user from removing medications. The required medications were removed from other stations or asked from pharmacist, to prevent patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a damaged universal drawer slide. A field service engineer replaced universal drawer slide and reassembled the drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.